Event description:
Device 2 of 2. Ref MFR report #1627487-2014-05244. On (B)(6) 2014, the pt underwent a trial procedure and received a trial lead. Adequate coverage was achieved during the procedure. Post-op, adequate coverage was not present and the pt experienced stimulation in unintended areas (i.e., ribs and abdomen). In turn, lead migration was assumed. As a result, the lead was removed and another lead was placed. Effective therapy was present after the secondary procedure. Both leads are being reported because it is unk which lead was removed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.